Event description:
A customer contacted beckman coulter inc. (Bci) regarding incorrect calcium (ca) and chloride (cl) results generated by the unicel dxc 600 pro synchron clinical systems for two patients. The incorrect results were not reported outside of the lab. The samples were repeated on a different instrument. There was no affect to the patient or user associated with this event.

Manufacturer narrative:
The samples were serum. Qc had been ok, and there had not been any recent maintenance performed. A service visit has been scheduled. A clear root cause for this event has not been determined.